Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. Due to battery status, the device could not be downloaded. No intervention was performed. The patient was asymptomatic.